Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. The suture detached from the needle while the physician was suturing. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/6/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: 1. ¿ did this issue contribute to any patient adverse event? Asymptomic. 2. ¿ did the sutures break? No suture breakage. But suture slipped through the eye while sticking. 3. ¿ how many devices demonstrated the alleged deficiency in total? 12 pc. 4. ¿ please provide the source and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) -surgeon. Return ep8732h = 7 ea. During surgery, 5-6 ea detached from the needle. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/6/2026. Corrected information: g3 ¿ initial report of 2210968-2026-04978 was not reported late. The g3 date received by manufacturer was incorrectly reported within the initial report of 2210968-2024-12478. The correct date is 23-apr2026, which makes the report submission due date to be 23-may2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.